Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The patient reportedly woke up to the pump making audible noises with a blank display screen. During troubleshooting, a different lithium battery from the same pack as the battery that was already in the pump produced the same issue. However, when an alkaline battery was inserted in the pump, the pump powered on as normal. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.